Event description:
Mastasol adhesive was used when I underwent surgery on my elbow -epicondylectomy-. After 5 days of severe burning, itching, headache, and joint aches my arm was unwrapped to find a severe burn around the incision where mastasol had been applied to adhere strips of tape over the incision. The skin was blistered and filled with liquid. Dose or amount: unknown. Dates of use: 2005. Diagnosis or reason for use: epicondylectomy surgery.